Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (replace belt messages) was confirmed. Upon investigation the cable connecting the distribution node (dn) to rear therapy electrodes was pulled from the strain relief, damaging wires and causing the reported check electrode belt alarms. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
Upon review of a (B)(6) male patient's download files, zoll customer support found replace belt messages. The patient was issued a replacement electrode belt.